Event description:
Megadyne telescoping smoke evacuation pencil did not function when plugged into generator. Moved to alternate connection, and alternate generator with the same result. New "like" product opened and functioned without issue. FDA safety report ID# (B)(4).